Manufacturer narrative:
(B)(4): testing confirmed the "contrast" and "ok" buttons were unresponsive. The keypad was intact and was removed keypad to inspect. Evidence of contamination was found under all key contacts. Unrelated to this complaint, the display lens is cracked around the edges.

Event description:
The patient contacted animas on (B)(6) 2012 stating that the down arrow and ok keypad buttons were intermittently unresponsive and the button symbols are worn off. The patient denied any damage to the rubber keypad or evidence of moisture in the pump. The patient reportedly wore the pump attached to a belt and cleaned the pump with an alcohol swab. There was no reported adverse event associated with this complaint. This complaint is being reported due to an alleged keypad issue.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.